Manufacturer narrative:
A bent or kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned, we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. Lot qualification records were reviewed and determined to have passed all acceptance criteria.

Event description:
Customer reported having a bg level of 400 mg/dl and "suspected a pod issue." He administered a correction bolus of 7 units. His bgs did not decrease so he changed the pod. Customer stated the "cannula appeared slightly bent/kinked." The pod was not returned for evaluation.